Event description:
On (B)(6) 2025, the user reported that the ilet screen had cracked without any known impact or drop. A replacement ilet was arranged. The user's blood glucose levels were not impacted.